Manufacturer narrative:
(B)(4).

Event description:
It was reported during lead implantation, high pacing lead impedance was observed. After thirty rotations to tighten the screw, the lead suddenly came out of position and was noted twisted. The lead was not used. The patient did not report any adverse consequences throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.